Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the rep saw a 'screen 59' error message. It was reviewed that the rep should program around contact 12 as impedances were showing >40000 ohms with contact 12. It was noted that current programming was 11+ 12+ 13- 500pw rate of 50 and oor would show at 0.4. It was also reviewed how to use the reference impedances to evaluate viable combinations for programming to eliminate the 'screen 59' error message. No patient complications/symptoms were reported. (B)(6) 2017 e2 (rep): additional information received from the rep reported that they could not determine the cause of the oor message and so they programmed around contact 11. No patient complications were reported.

Manufacturer narrative:
It was previously reported that contact 11 was reprogrammed around. This information was found to be incorrect upon additional review. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they could not determine the cause of the oor message and so they programmed around contact 12. No patient complications were reported.